Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown foreign healthcare provider (hcp) via a drug business partner regarding a patient who received lioresal baclofen (unknown concentration and dose) in an implantable pump for an unknown indication for use. Patient medical history and concomitant medication was not reported. The hcp reported "leaking infusion", which caused a severe skin reaction (also reported as big spots with warm feeling; macule). The patient had a new pump and catheter. The hcp suspected a leak in the new pump, but this was not confirmed. The hcp was going to "control the content" and see if there was rapid emptying of the pump. The outcome, seriousness, and causality of the device leakage, skin irritation, feeling hot, and macule were no reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign healthcare provider (hcp) via a drug business partner on (B)(6) 2017 indicated the patient experienced a "skin eruption" (also reported as rash). The patient received antibiotics. It was further stated a "leak was unclear." No further information was provided.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, lot# unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign healthcare provider (hcp) on 06-oct-2017 via a drug business partner indicated the patient experienced spasticity (also reported as muscle spasticity) on (B)(6) 2017 and was hospitalized. A CT scan was performed and indicated a catheter kink. The patient was follow-up in the hospital. The cause of the skin reaction was reportedly still unclear. The possible skin reaction for which the patient received antibiotics seemed negative (also reported as infection). During investigation, no bacteria had been found. The action taken with lioresal was unknown. The outcome and causality of the events were not reported. The issue onset date was reported as (B)(6) 2017.